Event description:
It was reported that "removal of reflex zero profile plate. Surgeon was using "new" removal driver, eventually broke off distal tip of draw rod, on lost screw".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.